Manufacturer narrative:
Ge service rep performed an on site investigation. The hard drive was replaced and software reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported images were not being saved correctly. No pt injury was reported.